Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: review of the pump basal change history sowed two zero basal entries dated (B)(6)-2018 from 09:37 am to 10:13 am and from 19:43 pm to 21:04 pm. The basal history did not match the basal program due to the user editing segments after (B)(6)-2018 and running a temporary basal program. The total daily doses added up correctly to match the basal history and program. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 12 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. The zero entries were due to the user manually placing the pump into suspend mode.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 30mmol/l, with confusion, vomiting, chest pain, nausea, symptoms of dehydration, polyuria, polydipsia, blurred vision, extreme drowsiness, abdominal pain, rapid, deep breathing, and strong, fruity breath odor, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and resumed treatment after replacement, and treated with intravenous fluids in the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. Every basal delivery was allegedly between eleven hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.